Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. Also, it was noted that the pump was depleting quickly, dropping from 85% battery life last night to 15% when the customer woke up. There was no impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available.